Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018, erp_rfc_user related (B)(4); complaints text (B)(6) 2018, erp_rfc_user related, svn (B)(4); complaints text (B)(6) 2018, engelb6, callback. (B)(6), (B)(6) 2018, sensor-charger not staying fully charged sg v/s bg...540 bg about 3 weeks ago ...loses connection outcome: customer did not answer, left vm on (B)(6) pump sn not verified.